Event description:
It was reported that there was a slow rise in impedance to a high value on the superior vena cava (svc) coil. The svc coil was turned off and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx, implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).